Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device upload has stopped, and the device was in retry mode. A technical support specialist (tss) remotely accessed the station and verified that the station was communicating properly and not in retry mode. The tss reviewed the system logs and confirmed that data uploads were occurring as expected, with no variations in the change tracking version and successful uploads being recorded. Additionally, the timestamps for the last successful download and upload were recent, indicating normal operation. The customer confirmed that the retry issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device upload had stopped and was in retry mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.